Manufacturer narrative:
(B)(4). The device is expected to be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to high out of range pacing impedance. The implanting physician tested the lead with a pacing system analyzer (psa) and a device, both exhibited out of range impedance measurements. The lead was removed prior to pocket closure and a new rv lead was implanted. The insulation of the lead was intentionally damaged during the removal. No adverse patient effects were reported.